Event description:
Healthcare professional reported via national breast implant registry (nbir) "device migration/implant malposition, change shape/size/style". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.